Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, a correction was updated on 05/12/2026. It was reported via stelo chat that a skin reaction occurred. The biosensor was inserted on 04/20/2026. No additional customer or event information is available.

Manufacturer narrative:
(B)(4) labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. According to the patient, on (B)(6) 2026, ¿I had a severe allergic reaction to this product,¿ and she indicated she went to the emergency room for unspecified assistance. It was not stated if treatment by a healthcare provider (hcp) or only evaluation occurred. The location of the allergic reaction on the body was not specified. There was no information provided to indicate any specific treatment, or specific medical intervention by the hcp or any specific serious injury. Data was received but not investigated as data will not confirm the issue. The allegation and a probable cause could not be determined. No additional customer or event information is available.